Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation and kink were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the circumflex artery the nc trek balloon dilatation catheter (bdc) was being loaded and advanced on the guide wire when the shaft was bent [kinked] then separated. There was no patient interaction. The device was removed and replaced without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.